Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 479 mg/dl at the time of incident and the current blood glucose level was 438 mg/dl. The customer was treated their high blood glucose with insulin pump. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer had alleged that the insulin pump was under delivering because when he woke up in the morning, it had been a week now even before eating breakfast blood glucose was high. Customer stated that they did used auto mode feature at time of high blood glucose event. The customer was assisted with programming of insulin pump. Customer performed displacement test and test was passed. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.